Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was 553 mg/dl. Customer stated that also the paramedics were called two times to assist her at home due to low blood glucose. The blood glucose readings were 43 mg/dl when the paramedics arrived. Nothing further was reported.